Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. After dilating the lesion, the balloon was removed from the sheath and the blade was found lifted. It came off easily when touched by hand. A cut mark on the non-boston scientific sheath was also noted. The procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Evaluated by MFR.: the pcb balloon was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated. The balloon was filled with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. Additionally, approximately 16mm of the proximal end of one blade had completely separated from its pad. The remaining 4mm of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified was consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon. No issues were observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. After dilating the lesion, the balloon was removed from the sheath and the blade was found lifted. It came off easily when touched by hand. A cut mark on the non-boston scientific sheath was also noted. The procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.